Event description:
The reporter states that she obtained the blood glucose results of "lo" (<10) mg/dl and 338 mg/dl within 10 minutes on the accu-chek active s system. She treated herself with cookies, soda and tea and felt better 10 minutes later. No adverse event reported. New system sent to customer and return requested.